Event description:
It was reported that the provider stated the unit is alarming, runs for 2 or 3 hours and then alarms; 27 hours replacing unit. No allegation of patient injury, no additional information provided.